Event description:
The generator was received and underwent product analysis. The reported allegation of ¿high impedance was not duplicated in the pa lab. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.499 volts, and the memory locations on the generator indicated that 3.140% of the battery had been consumed. The lead pin not being fully inserted was not verified or duplicated in the pa lab. No obstructions were observed in the header lead cavity or the connector blocks. Using a bench setscrew and torque wrench, installed the setscrew to secure the bench lead. Felt no resistance when installing the bench setscrew into the returned pulse generator (bench torque wrench two audible clicks). Tugged on the bench lead, that was installed into the returned pulse generator, the bench lead was secured. The reported allegation of ¿failure of device¿ was not duplicated in the pa lab. The pulse generator diagnostics were as expected for the programmed parameters. The reported allegation of ¿detachment of component(s) setscrew¿ was not verified. The setscrew and septum, ¿as received¿ prior to decontamination, were installed in the pulse generator. In addition, the setscrew shows indention marks, indicating connection to the lead pin. There were no performance, or any other type of adverse conditions found with the pulse generator.

Event description:
The patient presented with high lead impedance in clinic and was referred for x-rays and to neurosurgery. The x-ray image was received and reviewed. The generator was located in the patient¿s upper left chest, below the sixth rib. The connector pins were assessed to not be fully inserted as the lead pin could not be seen past the second connector block. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. A strain relief loop appears to be present but could not be confirmed due to the angle of the image provided, also the strain relief could not be assessed as being placed per labeling. One tie-down was present, but due to the angle of the image provided, the placement could not be assessed. A portion of the lead was not routed behind the generator and the lead wires appear to be intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. Based on the x-rays received it can be reasonably concluded that the high impedance is due to the connector pin not being fully inserted. However, the presence of microfractures in the observed lead and discontinuities in the remaining lead sections cannot be ruled out. The patient then underwent exploratory surgery and it was found that the lead pin was fully inserted but able to move back and forth so it was not fully secured. The surgeon then removed the lead pin and reinserted it into the generator and then it was fully secured and did not move and the high impedance resolved. The surgeon decided to replace the m1000 generator with a m106 instead as he felt the securing mechanism was not reliable on the m1000. The manufacturer¿s device history records of the m1000 generator were reviewed. The generator passed final functional and quality specifications prior to release for distribution no other relevant information has been received to date. The suspect product has not been received for analysis to date.